Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that emergency medical services were dispatched due to customer experienced low blood glucose level on (B)(6) 2021. Customer stated that their blood glucose level was 20 mg/dl at the time of event. Customer stated that after dinner they calculated incorrect carbs and it causes low to unresponsive blood glucose. Customer stated that they were treated with glucagon. Customer stated that infusion set was fell from site due to belt clip being broken. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.